Event description:
It was reported that the customer delivered a bolus, but did not see it in the bolus history. Assisted with a bolus, and found that she may not have hit the act button to deliver the bolus. The caller also stated that the customer was hospitalized due to hypoglycemia, with a blood glucose of 40 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.